Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that part of the ceramic sleeve broke off. The broken fragment was not returned with the instrument. The evidence was inconclusive, but the broken fragment damage was likely due to mishandling/misuse. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .038 - .456 in length and not aligned with the tube axis. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken ceramic sleeve and/or the tuble abrasions could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the permanent cautery spatula instrument was noted during reprocessing to have a chip in the plastic tip, it was chipped off. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.